Event description:
During an endoscopic retrograde cholangiopancreatography procedure in the bile duct, the device failed to bow when the physician was ready to perform the sphincterotomy. The physician manipulated the device and was able to complete the procedure using this device. The patient was fine.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.